Manufacturer narrative:
Follow-up #1: - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: review of the black box data revealed the pump emitted a call service alarm 162 ¿pump is not primed. No delivery¿ that went unconfirmed by the user for two hours. This unconfirmed alarm drained the battery, causing the pump to then emit both ¿low battery¿ and ¿replace battery¿ alarms before the pump lost power. The pump reboots that followed were caused by the user not changing the depleted battery. On investigation, the returned battery cap was evaluated and found to be within the required specifications, secured properly to the pump and was able to maintain electrical connection during the investigation. On examination, the battery compartment was intact without damage. There was no evidence of moisture inside the battery compartment. The pump was exercised for 24 hours without power interruption. The pump was opened and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components, including the power circuit. Investigation did not duplicate the intermittent power complaint. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.